Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.a partial lead with the distal tip measuring 48.4cm was returned for analysis. Externalized conductors due to internal insulation abrasion was noted at 10.7-12.8 from the distal tip. Internal insulation abrasion partially under the rv shock coil was noted at 6.4-9.8cm from the distal tip. The etfe coating was abraded at this location.(B)(4).

Event description:
This report is to advise of an event observed during analysis.